Event description:
It was reported that during the craniotomy procedure the attachment driver is used in combination with the b.braun perforator, and it didn't stop when the drill tip passed through the second cortex as it should. It was reported that the patient was alive with no injury. It was reported that there was no intervention performed and there was no delay in the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).